Event description:
(B)(6) is administering hyaluronic acid derma fillers with the hyaluronic pens and she is not a medical professional. I have painful little bumps all over my lips now. Her advertisement stated an md would inject derma fillers but there is no md and definitely no injections given. FDA safety report ID (B)(4).